Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined the cause of the reported issue was due to loose battery pins. After tightening the battery pins, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered itself off. The power off issue occurred when the customer attempted to upload the patient¿s vitals to the epcr. There were no adverse effects to the (B)(6) male patient, due to the reported issue.